Manufacturer narrative:
Olympus medical systems corp.(omsc) found that this supplemental report is required on (B)(6) 2016. This is the supplemental report for MFR report#8010047-2016-00268. As a result of reviewing the manufacturing records of the relevant lot number, there were no irregularities noted.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during an uncertain procedure, the ptfe pad of the device was separated, and a strange noise occurred. The procedure was completed, and there was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to add information in device manufacture date, and correct model and lot# and evaluation codes to reflect additional information olympus obtained. The subject device was returned to olympus for evaluation. The evaluation confirmed that the ptfe pad was worn away and torn, and wasn't partially peeled. The coating of the grasping section was partially peeled. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. It is supposed that the strange noise occurred since the user activated the output when the non-insulated area of the grasping section touched the probe. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.